Manufacturer narrative:
Lot number was not provided/known. The device was requested but not received by the manufacturer.

Event description:
The doctor reports that the inherited patient presented with a loose provisional restoration. It was discovered that the screw was fractured and the provisional restoration remains in the mouth at this time. On 3 may 2017, doctor stated that he did not manage to retrieve the screw from the implant, therefore the implant will be removed.

Manufacturer narrative:
The universal retaining screw was requested but not returned to the manufacturer. The lot number was not provided/known, therefore the DHR could not be reviewed. Documents reviewed: ¿instructions for use for zimmer dental implant systems¿ 4894i rev 3-07/09 information identified: seating tools zimmer dental abutments are seated with the 1.25mm standard hex tool, latchlock hex tool, or the spectra-cone seating tool. The use of a prosthetic torque wrench is recommended to ensure optimum torque when placing the abutment or abutment screw. When using the latchlock hex tool, operate at 25rpm or less with a maximum torque of 30ncm. The event is not verifiable as the product was not returned for evaluation. A definitive root cause could not be identified.